Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous distal marginal coronary artery graft. During advancement of the 4.00 x 12 mm xience alpine stent delivery system (sds) the lesion, the sds would not cross a previously deployed stent implanted in 2013. During removal of the sds, the stent implant strut caught on the previously deployed stent implant, dislodged from the balloon and remained within the other stent implant. The dislodged stent implant could not be retrieved, so it was crushed against the wall of the previously deployed stent implant. There was a reported clinically significant delay in the procedure due to the stent dislodgement. A non-abbott stent delivery system was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.